Event description:
A non-healthcare professional reported that during creation of flap there is an incomplete flap in the right eye of a patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The device was successfully verified prior and after the day of event. Within a recent service case opened for flap issues at the customer site the field service engineer performed test cuts and threshold test. All cuts and test were within specifications. The issues could neither be confirmed nor replicated. No parts were replaced. Field service engineer performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of twenty-six microns. The logfile shows vacuum one time was around one min four second, the vacuum two time was around thirty-eight sec., the duration of the docking process was around forty-six second. And the total treatment duration was around one min five second. The surgeon lost vacuum two once during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. Within the current investigation no root-cause for the reported event could be identified. The manufacturer internal reference number is: (B)(4).